Manufacturer narrative:
Unit received with broken reservoir tube lip and reservoir does not stay locked in. Unit received missing o-ring (reservoir tube). Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a crack by the reservoir. The whole top completely broke. Customer's blood glucose level was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.